Event description:
Scrub tech upon opening the custom pack to prepare, passed off the prep kit to the operating room nurse. Nurse upon opening the kit observed holes in the bottom of the prep kit wrapper creating strike through of a sterile item. (B)(6) operating room #3 on (B)(6) 2019 about 0900 hrs. No staff or pt injured, prep kit wrapper saved and supplies pulled from stock to complete the pt prep. Psr # (B)(4) submitted. FDA report filed. Certified scrub tech opened the pack. Product sterile and packed in manufactured packaging expire on 01/01/2022, lot #1373264. Product should be free of foreign debris and holes. Incidents of this nature is not uncommon and is continued to be reported as they occur. Vendor poc for the (B)(6) notified, ms (B)(6). FDA safety report ID# (B)(4).